Event description:
Broken/damaged case front- damaged/cracked, carriage assy- tube drive bent, carriage assy- damaged/cracked, case rear- damaged/cracked, barrel clamp assy- damaged/cracked, flange gripper- damaged/cracked, flange gripper- wiper seal damaged, syringe top disk holder- damaged/cracked, iui- corrosion, internal frame- damaged/cracked, wiper seal- damaged/cracked there was no patient involvement. (B)(6) 02018 12:31:10 rfc repairs (rfc repairs) po for $579. (B)(6) 2018 08:20:35 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).